Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was hospitalized for peritonitis. The cause of the peritonitis was a breach in aseptic technique further described as not wearing a mask. On an unknown date the patient was treated with an injection of vancomycin 1 gram, in each cycle (duration not reported). At the time of this report it was not reported if the patient had recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient (pt) died on an unknown date in (B)(6) 2013. On an unreported date within the same month as the peritonitis event, it was reported the pt was also hospitalized for another indication. During hospitalization, the pt developed multiple organ failure and a decreased cell count. Subsequently, the pt died while in hospital. The cause of death was reported to be due to peritonitis. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.